Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) received a shock during intercourse in march however, technical services had no electrogram (egm) to review. Additional information was received from the sales representative that suggests in april the patient received an inappropriate shock during intercourse that was due to an atrial arrhythmia with an average ventricular rate of 193bpm. Review of the current settings found the ventricular fibrillation (vf) zone is 220bpm and ventricular tachycardia (vt) zone is set at monitor only. Seems they've made some programming changes. The ICD remains in service. No adverse patient effects were reported.